Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a revision surgery on may 10th because their stimulator was floating around in their pocket. Patient said the turning in the pocket started about 10 days before the revision.